Event description:
The clinician reported that 6 days after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the development of an infection, an abscess, pain and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.